Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that when they were refilling the reservoir, insulin squirted out during the manual prime process. They had disconnected from the insulin pump and was treating with manual injection. The customer¿s blood glucose level was 393 mg/dl. Troubleshooting was performed on the insulin pump. They were able to successfully prime with a new infusion set form the same lot number. They were unable to test with an infusion set from a different box. The customer advised they will be staying on manual injections. The insulin pump will not be returned for analysis. The infusion set will be replaced and returned for analysis.